Event description:
Report received from co rep - pt had pump implant - three hours later was unresponsive. Pump was stopped. Hcps managing care elected to monitor pt - attributed unresponsive condition to the amount of meds given post up in addition to the programmed dose of medications from the pump. Hcp determined pt was fine in evening of the day of surgery. Plan was to turn on the pump the next day and decrease dose. Multiple attempts have been made to follow up on the outcome of the pt. A medwatch supplement will be filed when additional info is received.